Event description:
On (B)(6) 2010, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The trunk ipsilateral leg component delivery catheter was advanced into position through the introducer sheath through the right femoral artery. In preparation of deployment, the introducer sheath was retracted back however, the physician was not satisfied with the position of the long radiopaque marker on the trunk ipsilateral leg component. The physician attempted to re-align the device by turning the delivery catheter, but the device remained in the same position and just spun on the catheter. The physician chose to deploy the device as positioned. The deployment line broke when the deployment knob was pulled. The trunk portion of the device partially deployed 2-3cm. Blood flow motivated the rest of the trunk to deploy. The ipsilateral leg of the device deployed naturally except for the last 3-4cm. The proximal neck of the device was ballooned and the ipsilateral leg was adequately dilated using 4mm and 8mm balloons. A contralateral leg component and an aortic extender component were placed, and the procedure concluded. Imaging of the area, determined no endoleak was present. The patient tolerated the procedure. The physician commented that the cut-off deployment line seemed to have been sandwiched between the stent graft and the vessel wall. The field sales associate stated the delivery catheter had been rotated beyond 360 degrees when deployed.

Manufacturer narrative:
Eval, method: a review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) warns: do not rotate the trunk delivery catheter beyond 360 degrees to avoid delivery system damage and / or premature deployment.